Manufacturer narrative:
The reported failure of automatic ventilation could be confirmed by means of the information stored therein. At 01:07 pm on the (B)(6) 2017 the device detected that the ventilator motor was rotating slower than expected and even got stalled. The fabius reacted as specified for this situation and stopped automatic ventilation and generated a visible and audible ventilator fail!!! Alarm. In such case manual ventilation and monitoring remains available to continue the case. These log entries go along with the technicians findings regarding the pcb main. The pcb was subject to a 24 hour functional test without revealing any problem. Hence exact root cause of it¿s intermittent failure could not isolated any further. Replacement of the pcb solved the problem. The fabius was tested after the repair and has been use since without any further problems.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and IV sedation and there was no patient injury reported.